Event description:
Caller reported that a malfunction occurred on the pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump successfully, and the malfunction code did not recur. Customer was instructed to call back if any issues reappeared and continued using the pump.